Event description:
Noise reported on atrial portion of the dx lead that is easily seen during in office f/u. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn, based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.